Manufacturer narrative:
The customer reported the suspect main printed circuit board (pcb) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a transducer fault (xdcr), vent inop, motor fault, low ve, and low pip alarms, while in patient use. The customer stated no harm or injury was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board.

Manufacturer narrative:
The vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed, which found multiple transducer (xdcr) alarm errors. The calibrations were performed on the transducers and passed successfully. The combination of xdcr faults at power-up with the auto-zero indicates that the auto-zero solenoids can be slow to respond. This slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process and a design issue of sub components of this main pcb. This issue has been addressed in CAPA (B)(4).